Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after removing the onestep pads, skin tears were observed on the patient's skin which required consultation and wound treatment. Please reference medwatch report numbers 1218058-2025-00013 and 1218058-2025-00022 for similar reports from the same customer.

Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the product and correcting information submitted on the initial medwatch report. Please reference sections a2, a3, b3, and b5. The pads used during the event were not available for evaluation. Communication with the customer indicated the pads were left on the patient for over 24 hours. The IFU for onestep CPR complete pads (aw-r2018-11 rev m) advises the user to "replace electrodes after 24 hours of skin contact or 8 hours of pacing to maximize patient benefit." There is a potential for skin damage upon removal of the electrode, where pressure sensitive adhesive may be abrasive to the skin. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 61-year-old male patient, after removing the onestep pads, skin tears were observed on the patient's skin (right upper back) which required consultation and wound treatment. Please reference medwatch report numbers 1218058-2025-00013 and 1218058-2025-00022 for similar reports from the same customer.